Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative initially reported pain at her implantable neurostimulator (ins) battery site with any pressure against it. She had difficulties with daily activities and recharging due to this pain, which had been occurring since implant. There was no troubleshooting performed at the time of the initial report. Her doctor prescribed lidocaine patches to help resolve the local pain. If the lidocaine patches did not improve the pain, the doctor was going to consider performing a pocket revision. Additional information received reported the plan was to send the consumer for a pocket revision. It was noted that a md visual inspection was done and surgical intervention was planned but not yet scheduled. Medical history noted to include chronic pain. The consumer was happy with therapy and did not want any changes with her stimulation. Indication for use included spinal pain.

Event description:
Additional information received from a manufacturer representative reported that the patient had a pocket revision performed on (B)(6) 2016. The pocket site was moved caudal into the patient's right buttock. The issue was considered resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.